Event description:
It was reported that the boston scientific representative had called for the review of the presenting and questioned about noisy signals on this right ventricular (rv) lead. Technical services (ts) agreed that there was noise present and rwaves were not looking good. Subsequently this lead was surgically abandoned and a new rv lead was implanted. No additional patient adverse effects were reported.